Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed on 06 dec 2019. 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 31 may 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a non-healthcare professional. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent a left knee revision due to loosening, instability, dislocated polyethylene, footdrop and extensor mechanism compromise. The surgeon noted the polyethylene insert was completely dislocated. The patient was implanted with depuy knee system and competitor¿s cement. There were no complications reported with the procedure. Doi: (B)(6) 2015, (patellar and femoral components). Doi: (B)(6) 2017, (tibial tray, insert and bone cement). Dor: (B)(6) 2017, (lt knee).